Manufacturer narrative:
No pt injury reported. A gambro technical services (gts) field rep was unable to duplicate the reported condition while operating the blood pump under testing. The blood pump acted and operated correctly. The service tech re-seated circuit boards on card cage. He verified the blood pump operated correctly in service screen.